Event description:
Physio-control is investigating reports of the device intermittently failing to turn on after disconnecting from ac power.

Manufacturer narrative:
Excessive solder flux residue under fl4 (a 4-element capacitive filter) and/or fl10 (a 4-element inductive filter) is the primary factor contributing to the observed failure mode for the power pcb assembly. Some amount of solder flux residue is normal and expected as part of the pcb assembly manufacturing process, and does not generally present an issue. On this particular pcb assembly, the failure mode occurred as a result of the interaction of circuit design, component selection, pcb layout, and manufacturing processes. The manufacturing process has been changed to eliminate the application of liquid flux on to the sensitive areas of the power pcb assembly. The CAPA investigation concluded that, based on a risk analysis, a field corrective action was not warranted.